Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), autoimmune disorder ('autoimmune diagnosed'), device expulsion ('breakage/ expulsion: expulsion / migration of essure device location of device: uterus'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included twin pregnancy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included blood pressure high, type 2 diabetes mellitus, gravida ii and parity 4. Concomitant products included ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera) and salbutamol (albuterol hfa). On 8-nov-2012, the patient had essure inserted. On (B)(6).2012, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression"), 26 days after insertion of essure. In (B)(6)2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion spontaneous (seriousness criterion medically significant), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("pain:dysmenorrhea (cramping)"), pelvic pain ("pain:pelvic pain / chronic"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), rash ("rash / rash on my back"), vaginal discharge ("vag. Discharge"), fatigue ("other injuries/symptoms fatigue"), migraine ("other injuries/symptoms migraines"), headache ("other injuries/symptoms headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), hypoaesthesia ("neurological conditions or problems type: numbness in my vaginal area") and vulvovaginal rash ("rashes or skin conditions type: rashes on my back and vaginal area") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6).2013, the patient experienced alopecia ("other injuries/symptoms hair loss") and cyst ("allergic or hypersensitivity reaction type: developed cysts"). On 4-feb-2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On 1*)2162014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), abdominal pain ("pain: abdominal pain"), back pain ("pain:back pain"), hypersensitivity ("hypersensitivity") and skin disorder ("skin condition"). Essure treatment was not changed. At the time of the report, the device breakage, autoimmune disorder, device expulsion, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, hypersensitivity, rash, depression, vaginal discharge, fatigue, migraine, headache, alopecia, skin disorder, vaginal haemorrhage, cyst, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, urinary tract infection, cystitis, vaginal infection, hypoaesthesia, vulvovaginal rash and weight decreased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, autoimmune disorder, back pain, bladder disorder, cyst, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, hypoaesthesia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal rash and weight decreased to be related to essure. The reporter commented: discrepancy noted for essure insertion date (B)(6) 2012 received treatment for dyspareunia , dysmenorrhea, pelvic/abdominal, back pain, menorrhagia, metrorrhagia, hypersensitivity, expulsion, vag. Discharge, fatigue, migraines, headaches, hair loss date(s) of insertion: (B)(4).012 (as written per pfs, please note discrepancy) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.1 kg/sqm. Imaging procedure - on 01-oct-2012: essure confirmation test(s) (unspecified). Ultrasound scan vagina - in february 2013: I do not recall results. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received. Lab data and concomitant medication , condition added. Events : device breakage, pregnancy (stillbirth or miscarriage), device ineffective, abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: developed cysts, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dental problems, infection (bladder/urinary tract/vaginal) type: uti, bladder infection, vaginal infection, neurological conditions or problems type: numbness in my vaginal area, rashes or skin conditions type: rashes on my back and vaginal area, weight gain / loss specify which one: weight loss were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.